Manufacturer narrative:
Initial reporter is company representative. Investigation summary: the screw inserter (part # 03.037.025, lot # 9498463, mfg # 03-jun-2015) was received at us cq with minor visual defects. The inner threads could not be seen therefore stripped inner threads cannot be confirmed. A functional test was performed and the helical blade/screw coupling screw was able to be inserted into the screw inserter. However, due to the stripped, deformed and bent condition of the helical blade/screw coupling screw threads, the two mating devices were not able to assemble correctly. The complaint was able to be replicated, therefore, the complaint is confirmed. Dimensional analysis was not performed as the inner threads cannot be accessed. Document/specification review: drawing(s) were reviewed; no issues determined there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history review: part#: 03.037.025, lot #: 9498463 , manufacturing site: (B)(4), release to warehouse date: 03. June 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a helical blade and a screw inserter are both have a thread that will not meet and connect. It was found in the sterilization processing department. There was no patient involvement. This is report 1 of 2 for (B)(4).